Event description:
It was reported that the procedure performed was to treat a de novo moderately calcified, mildly tortuous left anterior descending coronary artery that is 90% stenosed. The 1.50x15mm mini trek balloon dilatation catheter (bdc) was advanced but failed to cross the lesion due to anatomy. A non-abbott guide catheter was used to aid advancement, and the mini trek was advanced successfully. The mini trek balloon was inflated twice to 8 atmospheres and 10 atmospheres with no issue. During the third inflation at 12 atmospheres, the balloon ruptured. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.